Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m, inc. Will file a supplemental report indicating the findings.

Event description:
On 08.28.2017 it was reported to k2m, inc. That the screw and plates appeared to strip during final locking intraoperatively. Resulting in a significant delay of approximately 30 minutes. (Related to 3004774118-2017-00131, 3004774118-2017-00132, 3004774118-2017-00133, 3004774118-2017-00154, 3004774118-2017-00155 and 3004774118-2017-00156).